Manufacturer narrative:
Conclusion - a review of the device mfg records was conducted. This review did not identify any non-conformances and the device met all finished goods release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy in 2007. During the procedure, the motor drive unit front panel lights visually dimmed when the surgeon tried activating the disposable hand piece. An alternative device was used to successfully complete the case with no adverse patient consequences.